Event description:
It was reported that during an uknown case, the jaws would not open before it was placed into the patient. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: one device was returned with the firing trigger jammed halfway, otherwise in good visual condition and with no cartridge loaded. The device could not be test fired as the firing mechanism was damaged. The clamping mechanism was tested and the device opened and closed without any difficulties. When disassembled, the left shroud pinion axle support and one short rack tooth were broken. There were also several b-staples lodged inside the anvil. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.